Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that the patient could not walk when the stimulator was on. No further information could be obtained.